Event description:
The customer reported the workstation handle was broken. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.